Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Batch # unk. Additional information was requested and the following was obtained: what were the indications for surgery? Cancer. What is meant by ¿visceral procedure¿? Colorectal resection. Could you please describe ¿partial stapling¿? Was there a specific quadrant? Malformed staples on beginning and end of the staple line (rectal side only, colon side was successfully stapled). Can you describe the staple form? U shaped, legs only partially formed. Who fired the device and what is his/her experience? The surgeon is experienced. About 20 years as surgeon. Was there an intraperitoneal infection or an abscess of the wall? No. Was the distal transection completed in one or multiple fires? One. How was the procedure completed? Suture to close the rectum, and then anastomose with cdh. What is the current patient status? Still in hospital; leaving hospital in few days; a fistula occurred at day 8 after surgery, treated with antibiotics.

Event description:
It was reported that during a visceral procedure, there was a stapling defect during colorectal anastomosis. There was a partial stapling of the rectal side, the suture broke and the rectal contents poured into the abdominal cavity. The procedure was lengthened because of an abdominal washing and performing of a suture with a thread. There was an increased risk of an intraperitoneal infection, an abscess of the wall even of an anastomotic disunion. There was ab extension of prophylactic antibiotic coverage. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information: required intervention to prevent permanent impairment/damage (devices).